Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) was turned on and it was found to have no power. Another plug was tried and again no power. It was given to the biomed dept. Who tested it and it was found to be non-working. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The t.w. Power supply device was returned to the factory for evaluation. There was evidence of clinical use and no evidence of blood. A visual inspection was conducted. Slight cracks were observed above and below the extension cable connector on the case of the power supply. The device was evaluated for its electrical function. The device was connected to a power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported failure mode ¿failure to deliver energy¿ and analyzed failure mode "cracked; power supply¿ were confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) was turned on and it was found to have no power. Another plug was tried and again no power. It was given to the biomed dept. Who tested it and it was found to be non-working. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) was turned on and it was found to have no power. Another plug was tried and again no power. It was given to the biomed dept. Who tested it and it was found to be non-working. A replacement device was used to complete the procedure. No patient involvement.